Event description:
On (B)(6) 2014, it was reported that the patient noticed his shirt was wet with insulin and he has been experiencing elevated blood glucose levels. He stated that the he finds his shirt is wet with insulin after bolusing. He is not certain where the leak is occurring. No adverse event was reported. The infusion set requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.